Event description:
Pt was implanted with a one-third tubular plate on the medial side of the tibia. The one-third tubular plate was noted as broken and was removed along with several broken screws. This report is #2 of 2 for the same event.

Manufacturer narrative:
Additional info has been requested. Manufacture site and manufacture date cannot be determined without a lot number. Investigation is ongoing. Subject devices are currently in the eval process.